Manufacturer narrative:
The review of logfile for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. The logfile shows twenty one successfully performed treatments. The energy was stable during treatment day. According to the provided serial number of the patient interface (pi) the reported treatment could be indemnified and the pi was used for the right eye. The logfile shows that the right eye was treated twice. Both treatments of the right eye were finished successfully without any issue. Suction break could not be confirmed. No technical root cause could be identified. The system was working within specification. The treatment report of the first operation on the right eye shows the side cut is not visible. It could be the reason so that the user retreated the same eye again. No technical root cause was identified as the product was found to be within specifications and no suction break could be confirmed. The possible root cause could be docking technique or eye movement, so the flap of the first surgery was not visible . The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a suction break during flap creation prior to the side cut. The procedure was completed the same day with no change to the original treatment plan. There was no patient harm.